Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this device presented to the emergency room after experiencing asystole of four seconds. The patient was not pacer dependant and there was no noise on the pace/sense channel that could have caused or contributed to the patient's asystole. Trouble shooting was performed and the cause of the patient's asystole is unknown at this time. Noise was revealed to be present on the shock channel. The device had previously been programmed to monitor only as the patient has a do not resuscitate order. A request for additional information from the local field representative has been made. There were no adverse patient effects reported. Available information indicates the device remains in service.